Event description:
Pt stated nebulizer pari plus was not working properly. Unknown if patient has missed dose. Unknown if patient experienced an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Unknown if md aware. No further information, details, or dates available. Diagnosis for use: copd.